Manufacturer narrative:
Concomitant medical products: product ID: 978b1, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 978b1, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external neurostimulator for non-obstructive urinary retention , urge incontinence. Caller reported trial patient started her advanced evaluation on (B)(6) 2021. Caller reported patient had called physician office today indicating when patient lay flat on her back, patient would feel intermittent numbness and paralyzed on her right side, right buttock and right leg where patient could not lift up her leg. Patient said things have gotten worse as it is harder to void at this time. She seems like she might be retaining something. Feels like the wires moved. The patient was redirected to their healthcare provider to further address the issue. Caller reported patient has now turned her stimulation off and will follow up with patient and physician tomorrow. No further patient complications are anticipated or expected as a result of this event.